Manufacturer narrative:
E1 phone number included here due to character limitations: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the failure. The failure was traced back to a leak in the safety disk interface. The fse dissembled and adjusted the safety disk. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that before use, during routine inspection, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.